Manufacturer narrative:
Citation: tan w et al. Candida parapsilosis endocarditis following transcatheter pulmonary valve implantation. World j pediatr congenit heart surg. 2020 jan;11(1):112-113. Doi: 10.1177/2150135119883624. Epub 2019 oct 28. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via a literature case report regarding a female patient who underwent pulmonary valve replacement with a 27 mm medtronic hancock ii surgical valve (serial number not provided) at 7 years of age. Twelve years later (at 19 years of age), the patient had a 22 mm medtronic melody transcatheter pulmonary valve (serial number not provided) implanted valve-in-valve in the existing hancock ii due to bioprosthetic valve deterioration. Five years later (at 24 years of age), the patient presented with a one-month history of fevers, chills, and fatigue. It was noted that the patient did not have a history of poor dentition or intravenous drug use. Physical examination revealed a harsh grade 3/6 midsystolic murmur. A transthoracic echocardiogram revealed an increased gradient (peak and mean of 57 and 33 mm hg) across the melody valve and a 4 mm vegetation on the valve. The patient was admitted to the hospital and intravenous antibiotics were administered for suspected bacterial endocarditis. The fevers and fatigue persisted and on hospital day 2 the patient¿s blood cultures produced candida parapsilosis (fungal endocarditis). A computed tomography scan of the patient¿s chest exhibited small septic thromboemboli within the right lung. Antibiotics were stopped and antifungal therapy was initiated. On hospital day 4, a transesophageal echocardiogram confirmed a large 16 x 14 mm vegetation on one of the melody leaflets. On hospital day 7, the melody and hancock ii valves were surgically explanted and replaced with a 27 mm pulmonary homograft. The patient underwent multiple reoperations for bleeding and delayed chest closure, but ultimately recovered by hospital day 27. The patient was discharged on hospital day 32. The physician/author stated that the cause of the fungal endocarditis was never identified. No additional adverse patient effects or product performance issues were reported.